Event description:
Ambulance personnel were attempting to monitor a cardiac pt being transported to the hosp. Allegedly 4 batteries went dead during the call. A back up device was obtained and treatment to the pt continued. The reporter did not report any adverse effects to the pt as a result of the alleged malfunction.